Event description:
It was reported that the patient information center ix alarms are not working. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer was provided a quote for technical assistance, waiting customer response. A follow up report will be submitted once the investigation is complete. Reporting institution phone: (B)(6). Reporter phone: (B)(6).